Event description:
Hypotensive patient needing intravenous infusion of dopamine. Pump did not alarm, but medication was not infused. Pump tubing was found kinked and unable to be fixed.======================manufacturer response for infusion pump, alaris 8100======================manufacturer would like equipment returned to them for investigation.======================manufacturer response for IV tubing, (brand not provided)======================manufacturer would like equipment returned to them for further investigation.